Manufacturer narrative:
Occupation: other. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an endoscopic gallbladder surgery, the nurse opened the clamp and it was found that one of the head of the clips were separated with the clip and could not be used. The device was replaced and there was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.